Event description:
Provider alleged worn poppet valve. Per independent repair center statement, the unit was alarming or red light. The key failure was valve operator for the pilot valve was worn. Additional malfunctions were 8" tie wraps were leaking and hose clamps were leaking.